Event description:
Add'l info received from reporter on 11/27/2015: I had an essure implant several years ago, since then I have started having worsening symptoms, gradually over time they have become quite painful and debilitating. I am scheduled to have a surgical consult for a hysterectomy. My symptoms include the onset of hypothyroidism. I take medication for it, heavy menstrual periods that are very painful and so heavy I cannot leave the house without fear of bleeding on something. I have had extreme fatigue, and I was diagnosed with fibroids after having the essure implanted. Most recently I am experiencing pain during orgasm. I have had extremely low to no libido for about a year now, weight gain and hair loss. I have been having unexplained nausea and a greater frequency of headaches for the past several months. I get a migraine with my menses every month for the last several months as well. I am often dizzy without explanation.

Event description:
B)(4). Fibroids, loss of libido, heavy and painful menses, dizziness, urgency to urinate without much urine, fatigue, pain during orgasm (2015).